Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2012. During the procedure, the rotation of blade slowed down and stopped. The surgeon rotated the blade reversely and reconnected the device, and then the blade could rotate properly, but it stopped again. Another device was used to complete the procedure with no adverse pt consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.